Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus yel 24ga x 0.75in qsyte leaked the following information was provided by the initial reporter; on (B)(6) 2023, in the first ward outside the chest, an intravenous indwelling needle was left in place before the patient was given infusion. When the intravenous infusion of liquid was given, there was leakage at the separator membrane interface. Use it normally after replacing the positive pressure connector. The video was taken after the incident, and there is currently only one case in this batch number.

Manufacturer narrative:
After further confirming with customer, this event is duplicate with (B)(4). MDR will be contained in related records (B)(4).

Event description:
After further confirming with customer, this event is duplicate with (B)(4).